Event description:
It was reported that a delivery catheter kink occurred. Vascular access was obtained via a right transfemoral approach. The patient anatomy was extremely tortuous. A 15f isleeve introducer sheath was placed. A xs safari2 guidewire was positioned. A 25mm lotus edge valve system was smoothly advanced through the 15f isleeve introducer sheath. The physician exchanged the 15f isleeve introducer sheath for a lotus introducer sheath. The physician was unable to advance the 25m lotus edge valve system to the aortic valve due to the anatomy of the patient. A kink was noted on the lotus edge delivery system. The 25mm lotus edge valve system was removed and the procedure was successfully completed with a 2nd device. No patient complications were reported. The patient has been discharged and is reportedly happy at home.